Manufacturer narrative:
Pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump passed the delivery accuracy test. Pump delivered a bolus properly. No over delivery anomaly noted. Pump had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose, with blood glucose of 40, 50, to 79 mg/dl at the time of the incidents. The customer was at 166 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was completed but did not resolve the issue. The customer was off the pump for 7 months due to no supplies and just went back on the pump the day before the call. The insulin pump will be returned for analysis.